Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 550 mg/dl. The customer stated that they experienced high blood glucose levels for 3 days. The customer also stated that they changed the infusion set, insertion site and reservoir multiple times to resolve the high blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.